Event description:
The delivery tube of the 7x21 trufill dcs orbit system was kinked before used on the pt. With f/u investigate attempts, no further procedural info pertaining to the event has been obtained. Upon receipt of the product for analysis, it was noted that the headpiece was in the gripper without the embolic coil. It is not known when the coil separation from the headpiece occurred in relationship to the procedure.

Manufacturer narrative:
A review of the mfg documentation associated with lot 13365495 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. No nonconformance records or excursion were found for lot 13365495. The DHR review indicates that the product was tested and inspected per established mfg requirements including delivery system inspection areas per test results. One non-sterile dcs orbit was received. Kinks were presented in the device. The introducer was not received and the embolic coil was not provided for eval. However, it could be observed that it was broken due to the headpiece still attached to the gripper. The gripper was inspected under microscope and it showed a wedge of solder still attached to the coil headpiece, in the area between the coil loops. This indicates that the solder had good adhesion to the coil headpiece. The introducer was not received. The kinked failure reported by the customer was confirmed. Due to the lack of procedural info, the cause of this failure could not be conclusively determined, however inspections are in place to prevent this type of failures from leaving the facility. Neither the product analysis nor the DHR review suggest that the failure that it is related to the mfg process and may have occurred during shipping/storage or procedural handling of the device as it was taken out of the dispenser. The info received from the customer made no mention of the coil separation found on the returned product. Because the protective introducer, which remains on the product during introduction into the pt, was not received; and the coil separation from the head-piece would have been readily evident by the user, it is likely that this condition is related to post procedure handling/packing/return of the product.